Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 89 mg/dl. She stated that a friend arrived at her house after she tested her glucose, and she collapsed, because she was feeling weak. The customer's friend called paramedics. They tested the customer's glucose using their meter and received a reading less than 20 mg/dl. The customer did not know what meter the paramedics were using, but she stated that 20 mg/dl was the lowest reading the meter would give. The customer was treated with i.v. Glucose before being taken to the hospital. The customer was fed at the hospital and released once her glucose level increased. The test strips are to be returned for evaluation. Replacement test strips and control solution were sent to the customer. Troubleshooting showed the system to be operating as designed.